Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses and sticking. The keypad was removed and contamination was observed under the button contacts, there was an inverted button springback, and the ok button was inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that all keypad buttons were not responding as normal; the patient reported that the keypad sometimes requires multiple button presses and other times sticks and scrolls. The patient confirmed that the keypad was intact. The patient reported wore the pump in a pocket and did not clean the pump.